Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the initial implant procedure of the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device, the patient experienced a return of pain and loss of stimulation coverage on the right side. The patient reported not feeling stimulation on the right side since the initial surgery. Lead migration was noted, as a lead revision was going to be scheduled. An impedance check was performed and all impedances were within normal limits. Mapping of coverage areas on both leads was conducted, and stimulation was only achieved on the left side. The issue was ongoing and a lead revision was planned. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.